Event description:
Hole in catheter near the cuff.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for eval. A lhr review is not possible, as no mfg lot number has been provided by the complainant.